Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited undersensing and low amplitudes on the right ventricular (rv) channel. Upon review, technical services (ts) stated that the arrhythmia logbook showed numerous ventricular events which were not treated by the device and in the arrhythmia logbook there were several events with undersensed beats. Ts stated that the rv intrinsic amplitude was lower than the recommended values. There was a gradual decrease observed in the pace impedance trend, less rapid and with values within range. Ts recommended evaluating the integrity of the lead with troubleshooting steps provided and to consider consulting x-ray of the device and lead system. The physician decided to modify automatic gain control (agc) from 0.6 mv to 0.4 mv. This rv lead remains in service. No adverse patient effects were reported.